Event description:
Caller reports a "short circuit" in the base unit of the inform system. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).